Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal anastomosis on a laparoscopic proctectomy, the device did not cut and staple. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the crush ring was observed to be crushed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported condition of premature anvil tilt that has no relationship to the reported conditions. No further actions have been deemed necessary at this time. Replication of the unreported anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. If information is provided in the future, a supplemental report will be issued.